Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58, implantable pacing lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that during the follow up, there was high impedance and ventricular high rate (vhr) episodes associated with noise due to oversensing on the right ventricular (rv) lead. X-ray confirmed there was fracture and subclavian crush was noted. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.